Manufacturer narrative:
As of 01/22/2019 unused retained samples of the same lot as the product reported and returned product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted.

Event description:
On the initial report of (B)(6) 2019 consumer stated that product tore her skin causing bleeding. Medical attention will be sought. On 01/22/2020 aso received completed cir where consumer confirmed sought medical attention. Consumer stated the issue was with the tape.